Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent re-do aortic valve replacement to remove her 21 mm bioprosthetic aortic valve. The bioprosthetic valve was explanted due to aortic stenosis, degeneration, and calcification. The implant duration of the bioprosthetic valve was four years and nine days. The subject device was replaced with a 21 mm aortic valve. There was no reported complications. Patient was discharged on post operative day 14.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on all three leaflets and wireform distortion around leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm near commissure 2 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed near leaflet 3 at the outflow aspect. The sewing ring was cut near leaflet 1. Multiple fragments of host tissue were returned with the valve; calcification was observed on some of the fragments. Valve appeared in the same condition as in the image provided by the customer. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of calcification and stenosis was confirmed. Customer report of paravalvular leak could not be confirmed through visualization. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Calcification and host tissue restricted leaflet mobility and led to stenosis. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Pre-operative echo showed moderate paravalvular leak.